Manufacturer narrative:
Reported on (B)(4) with MDR# 3030677-2020-02119. Investigation will take place on (B)(4) with MDR#3030677-2020-02119. Investigation is pending more information.

Event description:
It has been reported that the device is failing self-test.